Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Despite efforts to reset the pump, it would not shut down, so technical support decided to replace the pump. The customer was advised on using a backup insulin pump in the interim and was assured a replacement pump would be sent with updated software. The customer understood the process for returning the faulty pump.